Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during preparation for the procedure it was observed that the tip of the jagwre had fallen off, revealing the tip of the corewire. There was no damage noted to the corewire, and the detached piece was not found in the packaging. No damage was reported to the packaging. The procedure was completed with a second jagwire guidewire with no patient complications. The patient's condition has been described as fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011.according to the complainant, during preparation for the procedure it was observed that the tip of the jagwre had fallen off, revealing the tip of the corewire. There was no damage noted to the corewire, and the detached piece was not found in the packaging. No damage was reported to the packaging. The procedure was completed with a second jagwire guidewire with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was damaged, revealing the tip of the corewire. The ptfe jacket and corewire were not damaged. As the issue was noted during unpacking, the event description suggests that handling factors during the clinical attempt may have caused and/or contributed to the reported incident. Therefore the most probable root cause will be coded as "handling damage". A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14250761.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.